Manufacturer narrative:
Patient¿s date of birth is unknown; however, the patient is reportedly in her (B)(6). It is unknown when the patient first developed the infection. (B)(4). The original implant procedure took place on an unknown day in september, 2015. Per facility, the complainant parts have been discarded and are, therefore, not available for evaluation. (B)(4) revision procedure that took place due to the confirmed c-diff infection. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: june 2, 2015 - expiration date: april 30, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfn screw 95mm sterile was processed through the normal manufacturing and inspection operations with no scrap. A non-conformance report (ncr) was written for this lot as part of a bounding exercise for a gage found out of tolerance / calibration. The lot was determined to be conforming through 100% inspection following the correction of the gage otn member and the lot was released. The lot was subject to a subsequent dimensional inspection as part of the normal processing of this product. Another ncr was written to document a visual mark detected in the sterile packages. A rework was performed. No scrap or additional rework was noted on the repackaging work order / router. The lot was released as it met all visual and dimensional criteria at the time of release. A review of the raw material device history record(s) determined the raw material lot (7818863) met all specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a clostridium difficile (c-diff) infection sometime after a trochanteric fixation nail advanced (tfna) implant procedure. The tfna construct was originally implanted in (B)(6) 2015. Due to the infection, the patient returned to the operating room on (B)(6) 2015 to have the original hardware removed. All devices were removed intact and the patient was flushed with antibiotics. The patient was not implanted with a new construct until a few days later. On (B)(6) 2015, the patient underwent another procedure to have a new tfn system implanted. The patient was reportedly non-compliant during her recovery from the initial surgery, but noted to be stable following the revision procedures. This report is 2 of 3 for (B)(4).